Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a "spur" at the tip of the catheter.

Event description:
It was reported that there was a "spur" at the tip of the catheter.

Manufacturer narrative:
The reported event was confirmed manufacturing related, since flash is made during the device manufacture. Visual evaluation of the returned sample noted one silicone foley within an opened original packaging. No ridges were noted on the catheter balloon. The catheter tip was noted to have flash around the parting line, protruding at most 0.0240" from the tip surface. Excess material around the tip was out of specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." Correction: d4.